Event description:
It was reported that the patient is deceased and died approximately six months post implant of the implantable cardioverter defibrillator (ICD) . Additional information noted the patient was found by the patient's spouse, emergency services were called and resuscitation efforts were initiated. The patient was transported to the emergency room where the patient was pronounced dead. It was further reported that a lead integrity alert was triggered for two or more high rate non-sustained episodes of ventricular tachycardia and right ventricular lead oversensing was present. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead, implanted (B)(6) 2008; d314trg implantable cardioverter defibrillator (ICD),  implanted (B)(6) 2012; 4193 implantable pacing lead, (B)(6) 2008.